Event description:
A trilogy 100 was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation an error indicating the active exhalation valve failed and was stuck closed, and an error indicating the o2 flow railed were observed in the device's downloaded event log. The device's system board was replaced to address the issues.